Manufacturer narrative:
Other: hydraulic sub-assembly.

Event description:
It was reported by service report that the cot was leaking hydraulic fluid. No patient involvement or adverse consequences are reported.